Event description:
Customer reported that she had unexplained low blood glucose. Paramedics where called to assist customer at home. The blood glucose reading was 10 mg/dl when the paramedics arrived. Customer stated that his sensor was malfunctioning and she was treating according to the sensor and ended up with low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.